Event description:
A report was received that the patient had discomfort at the battery site and the thoracic entry point. The patient underwent an explant procedure and did well postoperatively.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.